Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during initial drain. The baxter technical representative (tsr) had the home patient (hp) close all clamps and transfer set, cycle power off and on. Se 2367 occurred. The tsr had the hp cycle power off and on to "press go to start" prompt. The tsr explained the alarms and the hp stated that he did not disconnect, no lines were wet, no leaks and was not using extension lines. It primed okay. There were no spare lines, all were in use. The tsr advised to discard all supplies and to report the alarms to the peritoneal dialysis registered nurse (pd rn) the next morning. There was no patient injury or medical intervention indicated at the time of the initial report. Writer contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp stated that he was using the spike cassette. The hp did not note anything abnormal that could have caused the alarm and had no idea how the air entered the lines. The hp discarded the supplies from that night and did not provide the lot number information. The hp had notified their nurse regarding the alarm. The hp stated that he was continuing therapy without any other complications. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).